Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: lot number: 101hdq. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with seven needle suture combinations, one detached needle, and one suture was received for analysis. Product code vcpb840d which is a control release and requires eight strands per packet. Upon visual inspection of the returned sample, no breakage suture was observed. However, it was noted that the needle from slot #1 was detached from the suture. The suture was examined, and short insertion was observed. Overall, the combination of the needle/suture was found detached since the insertion of the suture did not meet with requirement. The product code vcpb840d contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the package was opened, the suture was found broken. There were no adverse consequences to the patient. Additional information was requested. Upon evaluation of the returned device, the combination of the needle/suture was found detached since the insertion of the suture did not meet with requirement. No additional information was provided.